Event description:
Report 2 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of samples exhibited alterations in some analytes(they were not specified). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary bd had not received samples or photos for investigation. Additionally, a lot number was not provided for the reported erroneous results, therefore additional testing cannot be performed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint is unable to be confirmed for the indicated failure modes stopper creepout/loose closure and erroneous results. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown, h4. Device manufacture date: unknown, e1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of samples exhibited alterations in some analytes (they were not specified). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Additionally, a lot number was not provided for the reported erroneous results and the specific analyte(s) affected. This complaint is not confirmed for erroneous results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of samples exhibited alterations in some analytes(they were not specified). No adverse impact was reported regarding the patient or user.